Event description:
Having a y-90 mapping procedure in the ir suite. While on the table, dr. Tried to administer the technetium radiotracer in certain arteries of the liver and the microcatheter hubs cracked when trying to connect the 3-way stop cock to the catheters. Since they cracked and leaked, we had to pull the catheters twice and reinsert new microcatheters to administer the technetium. The 2.4 terumo microcatheters were the same lot numbers. The microcatheters and their packaging were kept in case the manufacturer would like to investigate this problem. Reference report: mw5163651.